Event description:
Contralateral leg graft was advanced into the contralateral limb and deployed with the proximal portion of the leg graft above the bifurcation of the main body. Patency of the left internal iliac artery was maintained. An iliac leg graft was deployed on the ipsilateral side at a height adjacent to the contralateral leg, raising the bifurcation, and preventing possible occlusion of the limb. Ipsilateral leg graft was deployed at the desired landing site. No endoleak were observed during the conclusion angiogram.